Event description:
A customer reported encountering cgm error 42 with their system. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, ensuring that the error code did not reappear, and the customer was able to successfully start their sensor session.